Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation: administrator / supervisor. Additional reporter names: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six hours of intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure and was unable to calibrate the fiber optic sensor. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was aware of the off-label use and continued to troubleshoot as though the iab was inserted via the femoral artery. It was noted that the customer could not recreate the fiber optic sensor failure message. The position of the iab tip had been verified via chest x-ray. The fiber optic waveform abruptly became weakened and the pressure indices had disappeared following unsuccessful calibration. The customer attempted to transduce the fluid lumen, but received the same dampened waveform. The customer then used a radial arterial line as an alternate source and received an appropriate waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink were found on the catheter tubing and inner lumen approximately 56.1cm and 72.1cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period jun-19 to may-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).